Manufacturer narrative:
Information not provided. Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that the adaptive clean brush head toothbrush head of their sonicare power toothbrush had the foremost tuft falling out of brush head during use.